Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: there was no damage found to the battery cap or battery compartment. The battery cap contact measurements for height and width were found to be within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was powers on with an unresponsive keypad and the reported ¿intermittent power¿ issue was unable to be completed due the keypad failure. There was no damage observed to the keypad rubber. The keypad was removed; there was no contamination or damage was found to the key contacts. The pump¿s cover was removed; moisture and corrosion was found inside the pump to the keypad flex/connector, the cgm module and to other components in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the pump and the battery cap secured tightly to the pump. It was noted that the patient used the correct battery type. The patient reportedly refused to return the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.